Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Part 04.689.199, lot 9732146. Manufacturing location: (B)(4). Manufacturing date: november 13, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the returned parts were re-inspected for the direction of the thread. The one locking cap of lot 9648567 resulted conforming for the direction of the thread. The six locking caps of lot 9732146 resulted non-conforming for the direction of the thread which resulted opposite to the specification: thread geometry mirrored. The conclusion of the product investigation is that the returned part of lot 9648567 is conforming from a manufacturing perspective. The returned parts of lot 9732146 are not conforming from a manufacturing perspective. Relevant actions have been taken to address the issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to detachment of a rod and an unknown quantity of locking caps. The devices were initially implanted on (B)(6) 2016. The rod, locking caps and screws were removed during the revision surgery and the surgeon implanted an unknown quantity of unknown screws. The patient was reportedly stable postoperatively. Concomitant device(s) reported: universal degen screw (part: 04.689.730 / lot: 8110475 / quantity: 1), universal degen screw (part: 04.689.735 / lot: 8081745 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9752836 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741372 / quantity: 1), universal degen screw (part: 04.689.740 / lot: 9741084 / quantity: 1), and t-pal small (part: 08.812.009s / lot: unknown / quantity: 1). When the returned devices were evaluated by the manufacturer, it was noted that there was an issue with 6 of the returned locking caps. This is report 5 of 9 for (B)(4).